Event description:
It was reported that the implantable neurostimulator (ins) was causing the patient pain and was "rejecting" from her body. The ins was almost all the way out of the patient's body. The issue began occurring when the patient lost 100 pounds. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient's system was removed a couple months ago due to erosion. The patient was doing fine. All explanted devices were discarded and therefore were not available to be returned.

Event description:
Additional information showed the patient had been placed on antibiotics but "became allergic to it." It was stated the patient's skin around the ipg was bright red and bruising, but had been improving. It was stated the patient's hcp wanted to remove the system. It was later stated the device was poking out, and the skin was bright red and purple "and now it is white." It was stated "the skin is peeling" at the ipg site.

Manufacturer narrative:
Product ID 7495-51 serial# (B)(4) implanted: (B)(6) 1994 explanted:; product typ extension; product ID 7434a serial# (B)(4); product typ programmer, patient; product ID 7434a serial# (B)(4); product typ programmer, patient; product ID 3888-28 lot# l34203a implanted: (B)(6) 1994 explanted:; product typ lead; product ID 37752 serial# (B)(4); product typ recharger; product ID 37743 serial# (B)(4); product typ programmer, patient; product ID 3487a lot# l34376 implanted: (B)(6) 1994 explanted:; product typ lead; product ID 3888-28 lot# l35509 implanted: (B)(6) 1995 explanted:; product typ lead; product ID 74001 lot# n206133 implanted: (B)(6) 2009 explanted:; product type adaptor; product ID 7495-51 serial# (B)(4) implanted: (B)(6) 1995 explanted:; product type adaptor; product ID 37702 serial# (B)(4) implanted (B)(6) 2011 explanted unk; product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).